Event description:
It was reported that the lead was damaged during the procedure. The lead was to be replaced. During a stage 2 trial, the physician noticed blood in the lead body just below the contacts. The lead and extension were booted. There may have been a crack in the lead from the recovery or removal process of the lead. No patient injury was reported.

Event description:
Additional information received reported the leads were damaged and had high impedances. A new lead was placed at the time, and everything was working "fine."

Manufacturer narrative:
Product ID 3889, blue_lead, lot# v941208, product type lead; product ID 3889-28, lot# v933654, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4). The initial MDR was filed as MFR report # 3007566237-2012-02043. Additional review indicated the correct manufacturing site was site (B)(4).

Manufacturer narrative:
Product ID: 3889blue_lead, lot# unknown, product type lead: (B)(4).